Event description:
This information was received via an early product surveillance surgeon survey. The physician had to convert the patient to a revive. The calcar in the case was displaced and comminuted and the stem wanted to kick into varus due to lack of medial support. There was a small fracture on lateral bone with minimal propagation during broaching. These factors led to conversion to revive.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the catalog and lot numbers were not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. No product related issue could be detected. Since no damage of a product or any system malfunction was complained the event was classified as user related due to a patient related condition. Based on investigation, the root cause was attributed to a patient condition related issue. The event referenced that the patient presented with a calcar that was ¿displace and comminuted¿. Since the condition of the patient¿s bone failed to provide ¿medial support¿ use of the broaching instrument contributed to a ¿small fracture on lateral bone with minimal propagation¿. This led the surgeon to implant another device in place of the perform fracture prothesis. The operative technique provides options for using reamers or rasps to open the humeral canal. Detailed instructions on both methods are provided to users. It is up to the surgeon to determine the appropriate method to use dependent on the condition of the patient¿s bone. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
This information was received via an early product surveillance surgeon survey. The physician had to convert the patient to a revive. The calcar in the case was displaced and comminuted and the stem wanted to kick into varus due to lack of medial support. There was a small fracture on lateral bone with minimal propagation during broaching. These factors led to conversion to revive.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown